Event description:
It was reported that a malfunction code 5 occurred, with no significant events preceding it. There was no adverse impact to the customer's blood glucose level. The customer was informed that the pump needed replacement, and a replacement pump was provided to ensure uninterrupted insulin delivery.